Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced of low blood glucose levels of 46 mg/dl and high blood glucose value unknown. Customer states treated the high blood glucose incident with a bolus on her pump. The customer was treated her lows with two glucose tablets, cup of juice with sugar and a little bit of banana with peanut butter, and customer states then her blood glucose went to 345 mg/dl . Customer states she also had a low blood glucose of 65mg/dl due to being active and being sensitive insulin, but doesn¿t recall the date of incident. Customer states her doctor did recently increase her carbohydrate count and also adjusted her basals. Customer's blood glucose value was 46 mg/dl at the time of the call and her current blood glucose is 105 mg/dl. Customer stated that the drive support cap was normal. The customer she was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer was not connected to the insulin pump while priming the device. The customer declined troubleshoot for high and low blood glucose levels. The insulin pump will not be returned for analysis.